Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 3 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, bleeding and increased sensitivity. No further patient complications were reported.